Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator. Patient reported they were having a very difficult time with their stimulator at that time. Patient requested to see a manufacturer representative to help them work out the problem. No further information was reported.